Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. MDR# 2122870-2008-283 documents the results for patient 1. This is 3 of 3 separate MDR reports related to three patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2008-283, 2122870-2011-02867, 2122870-2011-02868 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a uniceltm dxl800 access immunoassay system for three patients. The initial erroneously elevated results were reported outside the laboratory. The customer has reflex conditions setup on the instrument and the results of the reflex testing were within normal reference range. Corrected results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.